Event description:
It was reported that after an unsuccessful attempt was made to place a competitor's filter system, the reported product was obtained for the procedure. After positioning the introducer catheter into the pt's vessel and attaching the deliver system, it was noticed that the t-junction area at the saline drip was broken, however, the procedure was continued using this item. The filter was pushed through the introducer catheter and when pulling back on the pusher wire, one of the filter legs hung up on the pusher wire. The dr. Didn't realize this had occurred and when he went to pull the wire out, the wire dragged the filter down the iliac. The dr. Decided thatanother filter needed to be placed, however, the femoral entry site was blocked. A jugulaar filter was obtained for the second placement. This is the first of two reports involving the same pt.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.